Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, trauma / accident, pain, numbness, swelling, bleeding. ((B)(6) are same patient).